Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was not confirmed or duplicated. The assignable cause could not be determined at this time. There was no reapir needed for the reported condition.

Event description:
The facility representative contacted baxter on 13 may 2010 to report a infusor pump with a condition of "the pump would intermittently stop infusing during biomedical testing, but remained powered on." The pump came to the biomedical shop from the anesthesia care area. There was no patient injury, adverse event or medical intervention associated with this report according to the hospital representative. No additional information is available.